Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that a foreign object in the syringe. Verbatim: material # 302830, batch # 4341291. Foreign object in the syringe, take the syringes and drew from the vail and a piece of plastic, not the same color as the stopper from the vial.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of a foreign object within a syringe. To support the investigation, fifty product samples and nine photographs were submitted for evaluation by the quality team. Of the fifty samples, forty-eight were received in sealed blister packaging, while two arrived without packaging. A comprehensive visual inspection was conducted. No defects, imperfections, or foreign material were observed in the forty-eight sealed samples. However, the two unpackaged samples exhibited a yellow-colored strip located at the bottom of the syringe barrel. The submitted photographs included images of the packaging case box label and five syringes, each displaying a similar, yellow-colored strip. The samples were forwarded to a laboratory for advanced material analysis. The laboratory report identified the foreign material as most closely resembling polyethylene; however, the match was not sufficiently definitive to confirm the material with high confidence. A device history record (DHR) review was completed for material number 302830, lot 4341291. The review did not identify any deviations, nonconformances, or quality issues during the manufacturing process that could have contributed to the reported condition. No related quality notifications were found, and all production processes and final inspections were performed in accordance with applicable specifications. The samples were shown to associates who confirmed this foreign matter had never previously been observed. To date, no similar complaints have been reported for this lot. Based on the investigation and analysis of the returned sample, the presence of the reported foreign object has been confirmed.